Event description:
A malfunction on the pump was reported by the caller, identified as momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction reappears.